Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the tubing set while removing the cassette during strip down of step 9 of their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 8 of 9 of treatment. The patient reported that air bubbles were found in the two unused solution bag lines, one solution bag was empty, and one had an extremely small amount of fluid in it. During troubleshooting, a draining slowly message was received during drain 8 of 9 during their pd treatment. The patient reported that they had reset and resumed their pd treatment twice prior to calling technical support and after each time they continued to receive an air detected in cassette alarm. The technical support representative assisted the patient with resetting the cycler and cancelling their pd treatment by the power fail recovery successful message. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid did come in contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they cancelled treatment due to the reported alarms and while removing the cassette they observed the leak. The patient reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient is available for return for physical evaluation by the manufacturer. The cycler is scheduled to be picked up and returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The ups tracking number was verified and no information was found that the customer sent the sample. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.